Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose and had to go to the hospital. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting assisted customer with adjusting their carb ratio and to troubleshoot the low blood glucose. Troubleshooting also found that the customer may have over bolused.